Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not inpatient use. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The software version was upgraded again during the replacement of the system pca, performed a running test then confirmed that no abnormalities are occurring.